Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose. It was stated that the customer tried new sites and changed the infusion sets several times, but the customer continued having high blood glucose. It was stated that the customer noticed when he primes, it pushes the insulin all the way and the device does not alarm. It was also stated that the customer's insulin pump was delivering less insulin. No further information was provided.